Event description:
It was reported that the metal outer sheath broke during use and a small fragment was lost. An x-ray of the patient was done but no traces could be found. The or and the materials were searched but the fragment could not be found. No harm to the patient occurred.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).